Event description:
It was reported that the pump alarmed no disposable, pump won't run. This occurred during use on the patient at home. The rate of infusion was 2.2 ml/hr., the residual volume was 41.6 ml, and the patient received 58.45 ml at the time of this event. Additional information was requested; however, no further information was available. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and a root cause could not be determined since no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.